Event description:
It was reported that the tib impactor broke into two pieces long ways. Tightening knob on introducer broke off. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was returned for analysis. Physical evaluation of the product was able to confirm de complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was returned for analysis. Physical evaluation of the product was able to confirm de complaint. The lock wheel has broken off from the instrument. Previous investigations into breakage for this device determined the root cause is associated with fatigue of the ml slide screw either side of the cross pin, where the cross-sectional area was the smallest (see memoranda from materials scientist dated (B)(6) 2016 attached to (B)(4)). Pra was conducted on this issue ((B)(4)) which concluded that there is no potential for patient harm or regulatory compliance non-conformity. The reason for this is because the instrument can still be operated using the central adjustment (thumb) wheel, causing little to no delay to the overall procedure. Furthermore, there are no missing parts in each case; the staked pin is retained within the lock wheel assembly and the whole component can be retrieved during surgery due to its size. This failure mode has been adequately assessed within the risk management for the instrument ((B)(4)). Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: d9